Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wrist of the permanent cautery spatula (pcs) instrument could not control. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument moved in wrong direction. The issue occurred when surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. It was the persistent master control issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.